Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s reason for calling was because they were getting a power on reset (por) message on their programmer. The patient confirmed they first saw this message the day before the call. The patient stated they were seeing their healthcare provider on tuesday. No patient symptoms were reported. No further complications were reported.